Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet charger did not charge the device and the charger indicator light did not turn on despite use of different household outlets, and a replacement was initiated. No adverse clinical symptoms associated with no device charging capability. Outcomes included interruption of device use without clinical injury or need for medical care. Investigation included customer troubleshooting and education conducted by support personnel. Investigation of this case revealed a suspected charger malfunction consistent with a power supply or indicator failure of the charger component. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or component failure of the charger.